Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received an allegation that a device was returned from service after foam remediation but there was still evidence of particulate in the air path. The device was not in patient use. The device was returned to the manufacturer's product investigation laboratory and the customer's complaint was confirmed, however, the black particles were of external origin. Examination of the particles revealed to be similar to keratin build up and of external origin. The was no evidence of degraded foam particulate inside the unit. During the evaluation of the device, the device failed test steps during testing. The device's sensor board needs replaced to address the issue.